Event description:
Reporter indicated that a patient experienced asystole and bradycardia during several intra-operative system diagnostic tests during a vns revision surgery. It was reported that the patient's heart rate decreased into the thirties, then returned to normal rate. The patient also experienced asystole during another diagnostic test, and then the patient's heart rate returned to normal rate. It was reported that no interventions were taken, and the patient's heart rate had returned spontaneously. Additional intra-operative system diagnostic tests were then performed without any further incident. The surgeon reported that a new lead had been implanted, with the electrodes placed on the vagus nerve below the cardiac branches.